Manufacturer narrative:
(B)(4). Date sent: 6/14/2021. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslx137c device was returned with the distal guide weld broken and with the jaws closed. Upon visual inspection to the device it was observed that the internal wires were broken at the distal guide area. The device was connected to the generator and it was recognized. However, no functional testing could be performed due to the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on how the distal guide weld got broken. This is a analysis for an image submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of the distal jaw of what appears to be an enseal instrument. A closer look at the jaws interface shows the distal guide damage.. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u94w7d. Additional information was requested and the following was obtained: approximately how long was the device used? => no further information will be available. What tissue type was the device on when the device would not open? No further information will be available. What trouble shooting attempts were taken to open the device? No further information will be available. How was the device eventually able to be removed from tissue? No further information will be available. Was postop care altered in any way as a result of the reported issues? There were no adverse consequences to the patient. Was there any physical damage noted on the device? There were no adverse consequences to the patient. No further information will be available. Was the knife extended or in the home position when the jaw would not open? No further information will be provided attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that, during a laparoscopic procedure on the kidney and adrenal gland, the jaws became not to open at the latter part of the procedure. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.